Event description:
It was reported that during a pta/stenting treatment procedure to dilate a lesion in the superior vena cava, removal difficulties were encountered and the stent migrated to the patient's heart. The physician had predilated the lesion in the svc using an xxl balloon inflated to 5 atm. The wallstent was then advanced to the target lesion and deployed. The distal end of the wallstent opened well, but the proximal portion did not appear to fully open. The physician began to withdraw the delivery device, and at that time, the stent migrated to the patient's heart. According to the reporter, the delivery device seemed to catch on the stent, causing it to migrate. Patient status is reported as 'good' following the procedure.